Event description:
Customer report indicate that while the endotracheal tube was in use on a patient, the cuff was porous causing a loss of respiratory tidal volume. Clinician had to replace the tube during the surgical intervention.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
The issue occurred after about 15 minutes. Incident resulted in extubation and repeat laryngoscopy for re-intubation.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.